Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the patient outcome could not conclusively be established through this evaluation. Per the vad coordinator, the device will not be returning for evaluation. The hmii lvas IFU lists bleeding and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. The hmii lvas IFU explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 6 years, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was expired on (B)(6) 2019 due to a herniated brain stem. The patient reportedly had persistent low flow alarms and lost consciousness. The patient was admitted to the nearest lvad center, intubated and received a head computerized tomography (CT) scan which showed a herniated brain stem. Herniated brain stem was determined to be due to bleeding and not related to space occupying mass/cancer. Support was withdrawn due to unstable neurological status. The device will not returned for evaluation. No further details were provided.